Event description:
It was reported that the customer experienced high blood glucose levels. Customer has been working with her hlth care professional on adjusting her pump settings. Customer is eleven years old.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).